Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon worn instrument return, the ball bearing was found missing from shim. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts shows signs of repeated use, wear and missing ball bearing. Device history record was reviewed and no discrepancies were found. This device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to the design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.